Event description:
During svc, a motor stall and all led with constant audible alarm was found. Replaced u15 on the logic board to correct the motor stall and replaced the logic board due to replacement parts not being available.